Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin flow blocked alarm during the fill tubing process. The customer stated they were not able to use the plunger to push out insulin after disconnecting and reconnecting the reservoir and infusion set. No harm requiring medical intervention was reported. Troubleshooting was completed but did not resolve the issue until the reservoir was changed. The reservoir will not be returned for analysis.